Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. Pump was not returned for investigation. Data log review was not required for this case run. The cause of the access site bleeding issue was most likely use-related since the reposition sheath was pulled out and the blue suture hub was sutured flat down. The cause of the positioning issue was most likely use-related since the secured portion of the sheath was compromised during use.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient was on impella cp for support during a high risk cardiac procedure. It was reported that after being transferred to the unit, the white repo sheath was significantly outside of the body and all four eyelets of the blue suture hub were sutured flat causing slow arterial oozing. The implanting physician was notified and came up to reposition. During reposition, the physician tented the repo sheath upwards as he advanced and a hematoma quickly developed. Oozing had stopped, proper suture was placed and direct pressure was being placed on hematoma. It was noted that due to the circumstances of history and age and culprit vessel the physician decided to leave the patient on impella cp support. It was noted that the patient received a stent for culprit left ascending descending artery. Oozing and hematoma were addressed and the intensivist team was holding heparin due to the hematoma. The impella cp was successfully weaned and explanted.